Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However; log files has been sent and analyze by technical support. It looks like the blower and or the mainboard is now defective because of lack of maintenance. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 has blower failure issue. At this time there was no information of patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was due to user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.